Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope had a b30 scope communication error and could not get an image. The issue occurred during a diagnostic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed based on the results of the investigation, it is likely that the scope communication error occurred due to flood into the ultrasound medical products connector. Olympus will continue to monitor field performance for this device.